Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 486 mg/dl, 161 mg/dl, and 151 mg/dl. No high blood symptoms reported. No quality controls used. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate when the discrepant results were noticed. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549201, expiration date 9/30/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.